Event description:
Additional information: the cause of the event was clarified as being due to normal pump battery depletion, and a catheter occlusion. The patient required hospitalization. In addition to ancef, the patient received a separate dosing of vancomycin intravenously in the operating room prior to the device replacement procedure, due to the fact that she had a "dermatologic condition". During the replacement procedure, the pump was detached from the catheter, and no spontaneous flow of cerebrospinal fluid (csf) was determined. A syringe was then attached to the catheter and no csf was withdrawn, which was consistent with a catheter occlusion. The pump was then aspirated in order to remove the drug; however there was no drug present. It was apparent that the pump "had not been functioning at all" and the patient was not receiving intrathecal medication. A decision was made to fill the new pump with non-preservative normal saline to then allow the patient's "pain position to restart her on a low dose to prevent overdosing" in the perioperative time period. In regards to the spinal catheter explant, approximately 8 cm came out without resistance, but then significant resistance occurred. Due to the unknown status of the catheter tip, either being coiled around the nerve roots or scarred into the epidural space, it was decided to tie off the catheter with a silk tie and then amputate it to avoid any type of injury. A new catheter was placed. The patient "tolerated the procedure well" and outcome was indicated as no injury.

Event description:
It was reported it was reported via medwatch report #: (B)(4) that the patient's baclofen pump was placed "at another hospital a few years ago." The patient experienced increased pain, of which was noted as being related to a device malfunction. The indwelling pump had a catheter occlusion "based upon testing;" and the pump was near the end of battery life. The patient's baclofen pump was explanted on (B)(6) 2011, and a new system was implanted. It was noted that the original intended procedure was removal and replacement of the pain pump with a 20cc synchromed pump and programming. In regards to device usage problem, the following was indicated: "device malfunction: that is, the device did not do what it was supposed to do." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter model 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).